Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the patient's blood glucose rose to 18 mmol/l (324 mg/dl). The pod was worn on the patient's arm for between 37 and 48 hours. When the pod was removed, it was noted the cannula inserted but had retracted; indicating the needle mechanism did not function as intended.